Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the device failed to charge to 200 joules in manual mode. The device worked as expected and therapy was delivered in AED mode. The involved patient died, however the hospital risk manager has stated that the device behavior did not impact the patient outcome as the device worked in the AED mode.

Manufacturer narrative:
The event summary and selected ECG strips provided by the customer from the event were reviewed. The users initially went into the manual mode, then AED mode, then powered the device off and back on into the manual mode. The users then went in and out of the sync mode twice, then into the AED mode. Once in AED mode, two shocks were advised and delivered and there were 4 ¿no shock¿ advisories. The users continued to rotate frequently between the AED mode, manual mode, and the sync mode. The involved patient died, however the hospital risk manager has stated that the device behavior did not impact the patient outcome as the device worked in the AED mode. The device was evaluated at philips at the repair bench. The device passed all testing and the reported symptom could not be reproduced. The device was extensively tested and passed all performance assurance testing. The software was updated to the most current revision. The device was returned to the customer site. Philips was unable to determine the cause of the reported symptom as it could not be reproduced.

Manufacturer narrative:
Added - mw5070846.